Manufacturer narrative:
Product received at ldr medical : visual & functional examination shows no particular issue. Marks on peek jaws may put on evidence a potential mishandling when inserting device. The review of the device history records did not reveal any non-conformance to specifications or deviations in procedures that might have contributed to the reported event based on the product history records, the evaluation of the received product (marks on jaws) and the recurrence of this type of event for this implant, it is assessed that the event could be due to mishandling and failure to follow surgical technique. However, the information received from the reporter hasn't permitted to this hypothesis to be validated, the cause for the event cannot be determined. The cause for the device disassembly is unknown. The description received did not allow to understand perfectly if the surgical steps were followed or not. The investigation found no evidence to indicate a device issue. Root cause cannot be conclusive.

Event description:
Mobi-c p&f us : disassembly. When implant was impacted into the disc space it fell apart and was removed. Surgery was completed with another device, same size, no delay in surgery.